Manufacturer narrative:
The reported event of inability to advance the stylet in the lumen of the lead was confirmed. As received, a complete lead was returned in one piece. The field stylet was not returned with the lead. Visual inspection and x-ray examination of the lead did not find any anomalies. A stylet insertion test was performed. The stylet stopped at the connector pin due to excessive blood in the connector pin lumen. The cause of the reported event was isolated to excessive blood in the connector pin lumen.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated device exchange procedure, low sensing was noted on the non-abbott right ventricular (rv) lead and so the physician elected to replace it as well. Then during the implant of the new rv lead, the stylet would not advance down the lumen of the lead. A new different rv lead was used to resolve the event. The patient was stable with no consequences.